Event description:
It was reported that the light cord was connected and placed on the pt. The light cord turned on automatically. A small superficial yellowish burn approx 1/2 cm in diameter was noted on the lower left quadrant of the pt. As the robot was being docked, the lightsource unit was turned off and disconnected from the camera. The surgeon noticed that the lightsource had automatically turned back on without activation from the staff or the surgeon. The lightsource unit was then disconnected from the light source box.

Manufacturer narrative:
Add¿l info will be provided once the investigation has been completed.